Event description:
It was reported during a prostatectomy da vinci si surgical procedure the prograsp forceps instrument did not respond to the system. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint of unit doesn't respond to robot is confirmed. Instrument was found with frayed pitch cable at distal idler. No damage found on pulley and clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.